Event description:
Reportedly, the patient has been implanted with an eno dr/416cr39e pacemaker on monday on (B)(6) 2024. The patient was discharged on (B)(6) 2024 in accordance with department protocol. Syncope was noted on (B)(6) 2024, she was readmitted to hospital. The rhythmology team intervened again on (B)(6): when they tried to unscrew the screw, they noticed that it was turning in a vacuum. The cardiologist replaced the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: the device was not returned and no information was provided. Based on the available information, the most likely hypothesis is a lead connection issue occurring during the implantation procedure. This case is closed as is and in case of new relevant information, it will be re-opened.

Event description:
Reportedly, the patient has been implanted with an eno dr/(B)(6) pacemaker on monday (B)(6) 2024. The patient was discharged on (B)(6) 2024 in accordance with department protocol. Syncope was noted on (B)(6) 2024, she was readmitted to hospital. The rhythmology team intervened again on (B)(6): when they tried to unscrew the screw, they noticed that it was turning in a vacuum. The cardiologist replaced the device.